Event description:
Event verbatim [preferred term] once she removed it she found a chunk of skin missing down to the white part of her flesh [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual), from an unspecified date to an unspecified date at an unspecified frequency for cramps. The patient medical history and concomitant medications were not reported. The patient reported that once she removed it, she found a chunk of skin missing, down to the white part of her flesh on an unspecified date with outcome of unknown. The action taken with thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (18dec2016): follow-up attempts are completed. No further information is expected. Follow-up (10feb2020): new information received from a product quality complaint group includes: the investigation is still in progress. Company clinical evaluation comment based on the information provided, the event "a chunk of skin missing, down to the white part of her flesh " as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability., comment: based on the information provided, the event "a chunk of skin missing, down to the white part of her flesh " as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number menstrual 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] , once she removed it she found a chunk of skin missing down to the white part of her flesh [skin exfoliation], , narrative: this is a spontaneous report from a contactable consumer reporting for herself. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual), from an unspecified date to an unspecified date at an unspecified frequency for cramps. The patient medical history and concomitant medications were not reported. The patient reported that once she removed it, she found a chunk of skin missing, down to the white part of her flesh on an unspecified date with outcome of unknown. The action taken with thermacare heatwrap was unknown. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number menstrual 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (18dec2016): follow-up attempts are completed. No further information is expected. Follow-up (10feb2020): new information received from a product quality complaint group includes: the investigation is still in progress. Follow-up (10jun2020): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event "a chunk of skin missing, down to the white part of her flesh " as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term]; once she removed it, she found a chunk of skin missing down to the white part of her flesh [skin exfoliation]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare menstrual), from an unspecified date to an unspecified date at an unspecified frequency for cramps. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported that once she removed it, she found a chunk of skin missing, down to the white part of her flesh on an unspecified date with outcome of unknown. The action taken with thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "a chunk of skin missing, down to the white part of her flesh " as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Comment: based on the information provided, the event "a chunk of skin missing, down to the white part of her flesh " as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.